Event description:
The customer reported via phone call that the insulin pump was broken. The customer explained that she was running in the rain, the belt clip broke, the insulin pump subsequently fell, cracked and landed in a puddle of water. The customer's blood glucose was 464 mg/dl. The customer treated her high blood glucose with a manual injection. The customer stated that the crack was near the screen. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No belt clip was received with the insulin pump. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and moisture damage on the liquid crystal display circuit board.